Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they had chronic constipation and only had incontinence when they took a laxative to help them have bowel movement. The patient noted that their biggest concern was retention and noted that their voiding had decreased since the evaluation started. The patient stated that they received an error message on the device the night before report saying that there was a software error. The patient noted that they were able to get the device working again on the morning of report after calling for assistance. The patient stated that they were not feeling stimulation on the right side, so they wanted to switch to the left side and noted that they felt the stimulation on the left side now. Additional information was received from the patient on (B)(6) 2017. The patient reported that this was hard and noted that their bladder symptoms were worse because they had not gone on the day of report. The patient noted that they had not ate much food or drank much which could contribute. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were not happy with the retention and stated that they were urinating much less and was hoping this would ease their bowel movements. The patient stated that they had a lot of constipation and took shots for their constipation. The patient noted that they were having an allergic reaction to the tape and had pain at the injection site. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had not been able to have a bowel movement and rated the evaluation a 1. No further complications were reported or were expected.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.